Event description:
Device 1 of 2: reference MFR report #: 3006705815-2018-00798. Follow up revealed that the patient's leg weakness has improved by about 75%-80% and now has good coverage. Reportedly, the patient plans to take to take physical therapy to help with his mobility.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2018-00798. It was reported that the patient experienced leg weakness since the implant of his device on (B)(6) 2018. In turn, the patient went to the emergency room on (B)(6) 2018 in which he was later released after a (B)(6) work up. Reportedly, the patient was later seen for his post-operative appointment and was still experiencing leg weakness associated with standing especially in his left leg. Computed tomography (CT) scan was done and was negative. The patient plans to have a doppler study. Follow up revealed the patient was feeling better and was able to ambulate.